Event description:
It has been reported to philips that the geometry module failed. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that examination room geometry module failure. Fse found the module body and belly bar fixing screw were damaged. To resolve the issue fse replaced the module body, fixing clamp and belly bar. After replaced the module body, fixing clamp and belly bar, the system returned to use in good working order. The codes were updated based on the investigation outcome.